Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, 18ga bd precision glide needle and the needle went through the side of the cap and pierced her skin. Additional information: can you please provide an exact date of event in format dd-mmm-yyyy? 04-29-2026. Please confirm whether or not there was any impact to the health care provider. No. Was there a need for any additional treatment or medical intervention due to the reported issue? No.